Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited far r wave oversensing on the atrial channel. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.